Event description:
A report received from (B)(6) stated that the device does not function. The device was not being used during surgery. It is unk if pt/user injury or medical intervention was reported. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and was found to have a damaged tip. If additional info is received, a supplemental MDR wil be sent.